Event description:
It was reported that during a lap colon procedure, blade broke. There was no patient consequence. A new device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good physical condition. No jaw damaged was noted. There was no tissue extruded through the I-blade, nor any tissue stuck in the apex of the jaw. The jaws were not bent nor was the I-blade distorted. The blade was not broken. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the device.